Event description:
Pt went to the ER experiencing high blood glucose levels. Her mother said her pump was "occluded" and no insulin was delivered to the pt. She did not know if the pump had alarmed. Pt was treated and released.